Event description:
A pt with a history of ventricular tachycardia and near syncope was taken to the catheter lab for a cardiac electrophysiology study for ablation of the ventricular tachycardia. It was determined after the procedure was successful, that the pt was not grounded and the equipment still operated. Biomed is testing the equipment. Device usage problem: device malfunction - the device does not do what it was supposed to do.

Event description:
A patient with a history of ventricular tachycardia and near syncope was taken to the catheter lab for a cardiac electrophysiology study for ablation of the ventricular tachycardia. It was determined after the procedure was successful that the patient was not grounded and the equipment still operated. Biomed is testing the equipment. Devise usage problem: device malfunction - that is, the device does not do what it was supposed to do.